Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with recurrent corneal erosions that did not resolve after maximum medical therapy one year post photo refractive keratectomy (prk). The patient complained of pain upon wakening. A superficial keratectomy was required.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. A root cause could not be determined. The manufacturer internal reference number is: (B)(4).